Manufacturer narrative:
Supplemental filed to correct pro code.

Manufacturer narrative:
The product is expected to return to medtronic but has not been received to date. Product analysis and investigation are anticipated upon receipt of the product. (B)(4).

Event description:
Medtronic received information indicating that when this cannula was removed from its packaging and handed to the surgical team, the connector disconnected from the cannula body. The product was replaced with another to complete the case. There was no patient involvement in this issue, as the disconnection happened before cannulation.

Manufacturer narrative:
Initial analysis of the returned device confirmed the cannula body was separated from the connector. Further evaluation and investigation are in progress.

Manufacturer narrative:
After investigation at medtronic and its supplier, the connector of this cannula was determined to not be inserted all the way into the cannula body. The device history record was reviewed and no abnormalities were documented during the manufacture of this product. It is suspected that this occurrence was a result of an error in manufacturing. A review of complaints received from february 2015 through april 2016 for this part number showed no additional or similar occurrences warranting escalation. This is considered an isolated incident. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.